Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analsysi was unable to perform displacement test and verify spi to motor pic communication error alarm due to motor error alarm. The button keypad functioned properly. No moisture damage on button keypad noted. Inspected on lcd connector and no unlocked connector noted. The insulin pump had scratched display window, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error, button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.